Manufacturer narrative:
H11. Additional narrative. Updated h3 and h6. H3: product evaluation. Customer report of thrombus was confirmed. Thrombotic-like material was observed on the outflow aspect of all three leaflets. The x-ray demonstrated the wireform and cocr band remained intact; the vfit cocr alloy band was not expanded. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 6mm on leaflet 1 on the inflow aspect and 4mm on leaflet 1 on the outflow aspect. Host tissue on the stent circumference was minimal at both the inflow and outflow aspects. Host tissue fused leaflets 1 and 3 by approximately 2mm at commissure 1. Sewing ring had multiple cuts around the valve.

Event description:
It was reported that a 25mm 11500aj aortic valve was explanted after an implant duration of three (3) years, five (5) months due to valve thrombus suspected. The explanted valve was replaced with a 23mm 11500aj valve with no patient adverse event reported. The patients outcome was reported as recovered. Approximately one (1) month prior to the explant surgery, the patient underwent an examination due to abdominal bloating, which revealed findings of pseudoaneurysm of ascending aorta and suspected valve thrombus by computed tomography (CT). Per the reported information, the patient received heparin for several days after the device implant and subsequently anticoagulant therapy; no details on anticoagulant therapy were provided. It is unknown whether the patient was undergoing anticoagulant therapy when the valve thrombus was suspected. The surgeon commented that anticoagulant control or patient factors have contributed to this event. There was no allegation of device malfunction.

Manufacturer narrative:
H11. Additional narrative: thrombosis is a well-recognized complication of prosthetic devices. Device thrombosis is the formation of blood clots forming on the device/graft. These clots could significantly impact the function of the valve resulting in harm. If intravenous thrombolytic therapy or surgical/percutaneous intervention occurred, or harm occurred due to the device, this is considered a serious injury. The device was returned and product evaluation is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Manufacturer narrative:
H11. Additional narrative: updated d4, h4, and h6. The most likely cause is patient factors. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.